Event description:
The customer called for assistance with his contour next ez meter. During the call, it was discovered the meter display was missing segments. The customer was not aware of the missing segments. No adverse event was alleged. Customer is expected to return the meter and a replacement was sent.